Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The following sections were updated: a1, d4, d10, g4, g7, h2, h3, h4, h6, and h10. An olympus field service engineer (fse) was dispatched to the user¿s facility. Replacing the monitor, adapter, power cable, and signal cable on site did not eliminate the problem. The device was returned to an olympus service center for evaluation, where the reported problem could not be reproduced. Based on the legal manufacturer¿s investigation, the DHR was reviewed and there were no problems found during the manufacturing of the device. The device met all specifications at the time of shipment. Concerning the precautions for connecting the video connector, the following is stated in the instruction manual: --before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. --if the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. According to additional information from the service department of olympus shanghai (osh), osh confirmed that the reported phenomenon was not reproduced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the procedure, the endoscopic image flashed. The user completed the procedure with the device. The device was used with a barco lcd color monitor, amm215wtd. No malfunction occurred during preparation for use, but the endoscopic image flashed after preparation for use. When the monitor was connected to another video system center, the endoscopic image on the monitor did not flash. Even after replacing the monitor, conversion adapter, power cord, and video signal cable, the monitor screen was flickering. There was no report of patient injury associated with the event.